Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient in his 50s underwent an ischemic ventricular tachycardia (isvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring prolonged hospitalization. The patient suffered a cardiac tamponade, in the middle of the case the patients¿ blood pressure dropped. The intracardiac echo (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 1.5 liters of fluid was removed from the pericardial space and the procedure was aborted. The max of 40 watts was used during the procedure. The only catheters in the body were a soundstar and the ablation catheter. The patient was taken to the operating room for a transesophageal echo (tee) to determine if surgery was needed. The physician thought they perforated the left ventricular apex with the ablation catheter. Additional information was received on the event. The patient outcome of the adverse event was improved. Bleeding stopped, confirmed with transesophageal echocardiogram (tee) twice and did not reaccumulate. No need for cardiac surgery. The patient required extended hospitalization because of the adverse event, for observation post. The generator used was a smartablate and there was no evidence of a steam pop.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 17-jun-2022, noted correction to the device information reported. D4. Catalog was reported as smart touch bidirectional sf and it should have been d134805 d4. Unique identifier( UDI) was blank and it should have been (B)(4). Therefore, updated these fields accordingly.

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022. It was reported that a male patient in his 50s underwent an ischemic ventricular tachycardia (isvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring prolonged hospitalization the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot # was retrieved during the analysis. Therefore, d 4. Lot, d 4. Expiration date and h 4. Device manufacture date fields were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).